Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-22777. It was reported that when patient presented to the clinic, upon lead imaging lead migration issue was observed on the left s2 lead position. A surgical intervention is anticipated in the near future. No further information is available at this time.